Event description:
The initial call to mallinckrodt was to inspect a ventilator at a third party service facility. It became known that there was a report of a safety valve open error code while on a pt. Further investigation has shown that the facility staff/customer reports "the device alarmed and nurses responded and provided alternate ventilation with a "bvm" with forced inspiratory oxygen at 1.00 the heart rate and oxygen saturations had decreased but improved with the bvm ventilation. The pt then developed a wide complex tacycardia, acls protocol followed, family requested efforts be discontinued". The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event or find any malfunction in or with the device. The unit passed extended self testing and performance verification. The device was run in for 48 hours with no reported problems. No parts were replaced.